Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. This incorrect installation resulted in the reported formed needle retraction failure. The download data showed that an 0x5f alarm had been generated by the pod, indicating an open ground at the hook switch. Investigation of the device found no damages or deficiencies that would contribute to the alarm. The exact cause of the 0x5f alarm could not be determined.

Event description:
It was reported that the needle did not retract. Pod was worn between 25 and 36 hours.

Manufacturer narrative:
The device has not been returned received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.